Event description:
Six years after the primary surgery, the patient presented with anterior knee pain, and the surgeon identified knee laxity. During the revision surgery, the surgeon upsized the insert from 11 mm to 13 mm and performed a patellar resurfacing. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 03 october 2025. Lot 189035: (B)(4) items manufactured and released on 01-mar-2019. Expiration date: 14-02-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.